Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the remote surveillance system had no alarm. The audio was re-enabled on the system to resolve the issue. There was no patient involvement.